Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the pace/sense right ventricular (rv) lead had high thresholds and there was chatter from a high voltage right ventricular (rv) lead. Both right ventricular (rv) leads were capped and replaced. No patient complications have been reported as a result of this event.